Manufacturer narrative:
Carefusion complaint number: (B)(4). The customer stated that the device is available for evaluation however carefusion has yet to receive the sample. In the event the device is received or additional information becomes available a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device for evaluation.

Event description:
The customer stated "the unit is alarming", "vent inop", "motor fault", "speed encoder failure(60)", "xdcr fault occurred(0,0,1773)", and "turb diff xdcr test ""4078 failed." Event occurred on a patient - patient was placed on another ventilator. No harm to the patient was noted."

Manufacturer narrative:
The failure analysis technician evaluated the unit and was able to duplicate the reported failure and isolate it to a bad transducer. This is considered a known issue that has been addressed by an internal investigation. The component will be held for 90 days. In the event additional information is received a follow-up report will be submitted.